Event description:
It was reported that the distal drill hole was drilled by the target device and the drill tip broke off in the bone. The drill tip was placed intraosseous in a situation where it was difficult to remove the drill tip. Three screws were inserted into the other screw holes to fix the fracture, and it was determined that there was no problem.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains in patient.

Manufacturer narrative:
Please note the corrections to b1 and h6 health impact codes.

Event description:
It was reported that the distal drill hole was drilled by the target device and the drill tip broke off in the bone. The drill tip was placed intraosseous in a situation where it was difficult to remove the drill tip. Three screws were inserted into the other screw holes to fix the fracture, and it was determined that there was no problem.